Event description:
California medical laboratory rec'd a report that when the customer went to open the packaging of the aortic cannula, the peel pouch was not sealed. There was no pt involvement.

Manufacturer narrative:
The investigation is on-going. A follow-up report will be sent when the investigation is complete.